Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient had an infection and the pump was explanted. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. It was noted the issue was resolved.